Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the device was working. Patient wasn't told when installed that couldn't be put to sleep for MRI when they have the stimulator in back. Should be told about that.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
New information was received from the patient. They called back and stated the MRI facility had told them that putting the ins into MRI mode puts the system to sleep. It does not turn off the ins. The agent reviewed this and redirected the patient to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was the patient reported that they were unable to turn off their spinal cord stimulation because they kept seeing the 'no device found' screen on their controller. Agent asked, patient confirmed that they charged the controller this morning, but they did not charge the implant. Patient was frustrated because they were about to go into surgery for their bladder and said they stopped charging the implant because it wasn't working and was a fake system. Agent reviewed the ins was likely 'off,' but that information would not be able to display on their controller without the ins battery having a charge.